Event description:
During the steam shaping of the distal tip of the device, the tip broke off the device. There was no patient involvement.

Event description:
During the steam shaping of the distal tip of the device, the tip broke off the device. There was no patient involvement.

Manufacturer narrative:
Additional information from the user facility stated that there were no issues encountered prior to the reported event. The device had been held 15cm from the steam source for forty seconds to shape the tip.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the device found that the distal tip was broken off and the catheter shaft was bent at 95cm from its proximal end. A 0.0158in mandrel was advanced without resistance through the microcatheter out the distal end. It is probable that the tip of the microcatheter broke off due to it may have been held under the steam source for too long. From the information provided and the investigation results the device tip breakage was most likely related to the manner the device was handled. Therefore, a root cause of handling damage has been assigned to the event.